Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wires in the trunk cable. The root cause for the open wire was excessive force. Device evaluation of battery sn (B)(4) has been completed at the distributor. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. The root cause for the failure is isolated to liquid contamination throughout the battery. The root cause for the contamination was ingress of an unknown liquid. Device evaluation of battery sn (B)(4) has been completed at the distributor. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack had low voltage. The root cause of the low voltage battery was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged electrode belt or batteries.

Event description:
A us distributor reported that a patient was experiencing gong alarms and battery faults.